Event description:
Customer's daughter reported customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported the customer had not been testing recently because she wasn't able to get the meter to work. Caller further noted customer was hospitalized and received insulin (a new, not previously prescribed medication) in the emergency room. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the event occurred is unknown. Date of event is the date when abbott diabetes care became aware of the event. Additionally: the caller was unable to state precisely when the meter stopped working. During troubleshooting the caller verified the correct battery was being used, but it is unknown if the battery was inserted the correct way or if it was depleted because the caller declined to continue troubleshooting. All pertinent information available to abbott diabetes care has been submitted.